Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, mitraclip implanted (x2) the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted (50331u107) and the mr was reduced to 2. Two days post-procedure, echocardiogram showed an mr grade of 4. The clip was confirmed to be well attached to both leaflets. The physician believes that the increased mr was due to wrong judgment of the residual mr after the procedure, due to the anesthesia. A new mitraclip procedure was performed on (B)(6) 2015. One clip was implanted successfully to one side of the initial clip and the mr was reduced to 2. During positioning of the second clip, the initial clip implanted on (B)(6) 2015 detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no interaction with the clips. The second clip was implanted successfully, and the final mr grade was 2-3 due to the jet coming from the medial aspect of the valve between the 3 clips. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents for this lot for single leaflet device attachment (slda). Potential causes for slda were considered, including manufacturing, patient morphology/pathology, and user technique/procedural conditions. Slda resulting in incomplete coaptation can be a result of manufacturing anomalies, such as clip actuation issues or gripper arm damage; however, there is no indication that the manufacture of the device contributed to the reported event. Additionally, slda may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture; however, there is no indication that the patient morphology/pathology influenced the slda. Factors related to user technique which can influence slda can include, but are not limited to, excessive curves applied to the device by the user, positioning the device with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU). There is no indication that the user technique influenced the slda resulting in incomplete coaptation. All available information as investigation and a definitive cause for the slda resulting in incomplete coaptation could not be determined. It is possible that suboptimal grasping of the leaflet during the initial procedure in conjunction with general disease progression resulted in the detachment of the clip from the anterior leaflet; however this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.